Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, and loss of capture was observed. A steady increase in threshold values were observed via latitude (remote monitoring system). During the recent device check, the patients underlying rhythm was atrial fibrillation with conduction, and it was indicated that the patient was asymptomatic; however, the patient's heart rate dropped. As a result, the device was reprogrammed to a fixed output. No additional adverse patient effects were reported. This device remains implanted and in service. The patient is scheduled for a follow-up device check in three months.